Event description:
It was reported that the patient was hospitalized for ventricular assist device (vad) low power with multiple low flow alarms. The patient was given intravenous (IV) fluids and oral hydration. There was an improvement in flows. The site turned down the hematocrit (hct) level and continued to monitor blood pressure. Echocardiogram was done that showed improvement in ejection fraction. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. Product event summary: hw41239 was not returned for evaluation. The reported low flow and low power event was confirmed through log file analysis which revealed several intermittent decreases in power consumption and estimated flows within the analyzed period leading to parameters below normal operating range. 109 low flow alarms have been logged since (B)(6) 2020. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.